Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center exhibited deformed metal pins on the video connector socket causing an e226 error. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "e226 error" malfunction would likely be related to deformed metal pins inside the video connector socket. Olympus will continue to monitor field performance for this device.